Event description:
It was reported that during an unknown procedure, an air leak occurred. The seal of the sheath was not inserted into the sleeve. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Misassembled duckbill, leak test failure. Evaluation summary: the analysis results of the b12lt found that it was received with the duckbill misassembled; leading the insufflation issues. Additionally, the lens of the obturator was noted cracked. A corrective action has been initiated to address the root cause of the fractured clear lens and insufflation issues. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.